Event description:
It was reported that a patient presented for a procedure. After the lead was repositioned multiple times due to high thresholds, the helix would not extend or retract. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Correction: implant date and explant date ¿ dates previously reported as (B)(6) 2017, the dates are not applicable, as the product was not implanted. Correction: reporter phone number was not previously reported.